Event description:
It was reported that the impedance on the right ventricular (rv) lead has been decreasing over time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: competitive implantable pulse generator (ipg). (B)(4).